Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices and the legal manufacturer's final investigation. Olympus provided the following results of the culture testing performed at the third-party labs: sampling date: (B)(6) 2024; sampling from: tip; cfu:no detection; bacterial identification:n/a. Sampling from: forceps channel/suction channel; cfu:0cfu; bacterial identification:n/a. Sampling from: air/water channel; cfu:0cfu; bacterial identification:n/a. Sampling from: sub-water channel; cfu:0cfu; bacterial identification:n/a. Upon review of the information provided by users regarding the facility reprocessing procedures, it could not be determined if there was any deviation from the device IFU. The device was evaluated and no abnormalities were identified that could have led to positive culture. A review of the device history record found no deviations that could have contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending and information on the customer's cleaning, disinfection, and sterilization process are pending. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found no detection of any microbes. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the air water cylinder and the suction cylinder had no color, the switch box had a scratch, the scope connector case unit had a scratch, the plug unit was corroded and the focus is not changed to near point, the distal end cover was scratched, the adhesives around the objective lens was white and clouded, the adhesive on the distal end rubber is detached and the connecting tube has a wrinkle. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for an unknown number of colony forming units (cfus). All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.